Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic lobectomy segmentectomy, on liver removal from the thorax, the specimen fell into the patient and another device was used to remove the specimen. During the passage through the ribs the bag tore and completely detached from the ring the string was also broke and fell into the patient¿s cavity. The bag´s piece was found at the end of the surgery and was removed to complete the case. There was no patient injury.